Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: output connector guide pin broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause was output connector guide pin broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light source had noise image (the image was not visible at the time of the noise image occurrence) and no image before use. There were no reports of patient involvement.